Manufacturer narrative:
Findings: unit received with blank display. However unit was open and electronic assembly was taken apart and re-assemble and unit came up properly. Unable to verify excessive no delivery alarm due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer stated they changed set and reservoir many time also from other box. The customer stated that when giving bolus without reservoir there is no delivery but when there is something in pump the pressure is too high. The customer advised that we needed to exchange pump.